Event description:
It was reported that the pt was hospitalized for an intercranial bleed two weeks post stent placement. Preliminary information indicates that the pt has a hematoma, however, it has not been confirmed. The pt is "neurologically stable". No other information was provided.

Manufacturer narrative:
Other - for no allegation of malfunction or non-conformance contributing to the reported event.